Manufacturer narrative:
Reported event an event regarding crack/fracture involving a mako leg holder was reported. The event was confirmed based on the photograph that was provided. Method & results -product evaluation and results: the device was not returned however a photograph was provided that confirms the reported event; the housing around the screw is broken. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 23-aug-2017 with no relevant reported discrepancies. -complaint history review: there have been 11 other similar events for the lot referenced. Conclusions: the device was not returned however a photograph was provided that confirms the reported event; the housing around the screw is broken. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Breaking of the retaining ring of the locking screw (slider fixing the leg holder to the operating bed).

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. Device not returned.

Event description:
Breaking of the retaining ring of the locking screw (slider fixing the leg holder to the operating bed)